Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was added to the file. It was reported that the data file that was received contained data from (B)(6) 2018 thru (B)(6) 2018; no other data was received. It was clarified that during that period of time the patient was physically turning the therapy on and off. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of via a manufacturer representative. The patient claimed that their stimulation was turning on and off by itself. It was noted that the diary showed a pattern of being on for several days and then off for a day. The patient planned to keep a log of when they feel the stimulation turn off. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported they were with the patient on (B)(6) 2018. The patient was reporting that they still feel like the device is turning off by itself. Previously, they did try resetting the battery but that did not resolve the issue. The rep pulled up the device file and sent it in for decoding. The results of the device file indicate that the therapy was actively being turned off by the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the rep was not sure if the implantable neurostimulator (ins) was actually turning on/off by itself; the patient used high definition (hd) settings and the rep stated that it could be draining to empty instead of turning off by itself. The rep had the patient keep a log so when they meet next, they could see if the ins was actually turning off or if the battery is draining. There were no further complications reported or anticipated.